Event description:
Concern that a child swallowed a piece of elastic from a shoe cover.

Manufacturer narrative:
A piece of elastic was found in the diaper of a child in the day care setting and thought to have come from the shoe covers used by parents and staff. No sample was returned for eval. No one witnessed the child with a piece of elastic in his/her mouth and no previous coughing or choking was observed. No photos were provided. We have not confirmed the shoe cover to be the source of the elastic piece found in the diaper. We have no trend for this issue. There was no injury to the child.